Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The forceps/irrigation plug maj-891 was returned to olympus medical systems corp. (Omsc) on august 4, 2021 via olympus europa se & co. Kg. Omsc inspected the device and confirmed the following: the reported event was confirmed and the cover of the tightening ring was detached. The adhesive around the part that had fallen off was properly applied all around. In addition, the adhesive hardly adhered to the cover of the tightening ring side and remained on the metal parts, and there was no significant discoloration. The metal part of the tap stopper was rusted. There was no significant damage to the appearance of the forceps/irrigation plug maj-891. Omsc was unable to review the device history record because the lot number of the forceps/irrigation plug maj-891 was unknown. In addition, the date of manufacture was unknown. However, the factory conduct inspections and ship devices that meet the shipping criteria. The instruction manual states the rinsing method and precautions for reprocessing, and precautions for storage. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, the adhesive may have deteriorated due to some chemical stress, or the adhesive may have peeled off due to some physical stress. According to the past similar cases that occurred at other user facilities, the cause may be deterioration or peeling of the adhesive due to a combination of chemical stress and physical stress. No significant discoloration was observed at the part where the part fell off, but rust was confirmed at the metal part of the tap stopper. Therefore, the forceps/irrigation plug maj-891 may have been exposed for extended periods of time with insufficient drying. As a result, chemical damage may have accumulated on the adhesive of the part that had fallen off. Based on the information that the reported event was found during the reprocessing, omsc determined that a component analysis of the adhesive surface at this time would not give adequate results. There is a possibility that the adhesive was peeled off due to some strong physical stress, but no obvious damage was confirmed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, it was found that a part of the forceps/irrigation plug maj-891 had fallen off. There was no report of patient injury associated with the event. According to the information provided by the user facility, the details of the reported event are as follows: after using the forceps/irrigation plug maj-891 attached to the olympus flex video scope cyf-vh, the forceps/irrigation plug maj-891 was removed from the video scope, disassembled and manually cleaned. After that, when draining the sink used to clean the video scope and the forceps/irrigation plug maj-891, the small metal part was found at the bottom of the sink. This part was the inner part of the cap of the forceps/irrigation plug maj-891. This part came off during cleaning in the sink, and the staff in charge of cleaning did not notice that the part had come off. The doctor at the user facility reported that the reported event was caused by deterioration of the adhesive on the cap. The video scope and the forceps/irrigation plug maj-891 had been manually cleaned and then reprocessed with a non-olympus automated endoscope reprocessor, (B)(6).